Event description:
It was reported that a spectrum pump had an over infusion. Unit has too high volume at 21. 01 and 21. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'unit has too high volume at 21.01 and 21.25' was not reproduced. The device was tested for flow rate accuracy and delivered within intended range. A review of the event history log (ehl) for the reported event date found no log activity. The last day of customer use revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.